Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide device became stuck when trying to remove it from the anatomy after deployment. The physician "put tension on it" and was able to remove the device. As there was concern about obtaining reliable hemostasis at the end of the procedure the physician converted to cut down instead of using the percutaneous approach. Cut down was performed to create an incision so a 14f sheath could be inserted for the tavr after the pre-close was aborted. The patients blood pressure dropped a bit so IV fluids were administered. The tavr procedure was completed and hemostasis was achieved with the suture of the proglide that was left in and a "purse-string" surgical suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.